Event description:
It was reported that when a device was used during a laparoscopic appendectomy, the device did not fire. Another devcie was used to complete the case. There was no consequence to the pt.